Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 300 mg/dl. Furthermore, there was an emergency room visit. Nothing further reported.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The displacement, basic occlusion, occlusion, prime, excessive no delivery alarm, unexpected restart error tests could not be performed and the operating currents and off no power alarm could not be verified due to the constant motor error alarm. The insulin pump had minor scratches on the display window, a broken belt clip slot, a scratched reservoir tube window and a cracked reservoir tube lip. The insulin pump was received without the belt clip and no damage to the belt clip could be verified.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).